Event description:
A discrepant result was generated on advia 1650 glucose ER pt sample. Initial result of 40 mg/dl was generated and repeated 43 mg/dl. The sample was ran on a different instrument with corrected value of 78 mg/dl. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant was due to water not being detected above the wash port. The fse replaced the probe and re-aligned it which corrected the problem. The instrument is performing within specifications. No further eval of the device is required.